Manufacturer narrative:
There is no documentation in the complaint file that shows a causal relationship between the reported hypovolemia and hypotension and the 2008k2 machine. There is a temporal relationship between the hd therapy and the hypovolemia and hypotension. The machine was evaluated and the ultrafiltration (uf) pump calibration was verified and functioned properly. No machine settings were reported and no patient information regarding pre and post weight or blood pressure values were available. It is unknown if the patient required medical intervention. Based on the available information, the cause of the hypovolemia and hypotension cannot be confirmed. The alleged event was not confirmed by the manufacturing plant. The hemodialysis machine was pulled from service and is still being evaluated by biomed department and the nurse stated the pump is being replaced. Field service was performed to address the reported machine issues. Replaced the ntc 2 sensor due to physical damage; temp was stable. Verified proper function of the uf pump and replaced the blood pump rotor to address the issue of venous pressure not tracking. The machine was tested and passed all testing. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
On (B)(6) 2018, during a follow up call to a hemodialysis (hd) clinic from technical support, the contact reported that a patient either removed too much fluid or were hypotensive post treatment. Follow up with the clinic nurse indicated that this unknown patient on hd therapy for renal replacement therapy (rrt) was hypotensive (unknown values) after completing treatment. The patient had approximately one liter too much fluid removed. The start and end weight of the patient is unknown. The treatment settings are unknown. The patient was treated at the hd center with saline (unknown volume). The patient was then sent to the emergency room (ER) (unknown transport) where the patient was later admitted. Hospital course unknown. Additional information was solicited.